Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and mailed a follow-up letter to the pt. In 2009, the pt alleged that her one touch ultramini meter began prompting error 2 two weeks earlier. The pt continued taking her daily 800 mg metformin and 10 mg glipizide. Two days prior, the pt reportedly had symptoms of sweating and a headache. Although the cca learned that the pt used test strips stored outside of the test strip vial rather in their original vial tightly capped as documented in the owner's manual and test strip literature, she had no others to troubleshoot. Although the pt reportedly did not self treat or receive medical intervention due to the symptoms (typical for low blood glucose), the complaint is reported due to the symptom of sweating that meets criteria for serious injury. The cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.